Event description:
The patient stated that their v-go would sometimes fall off in the shower. No specific event dates or number of occurrences were provided. It was reported that devices are available for return to the manufacturer for evaluation. However, to date, have not been received.